Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the customer was performing a planned coronary procedure, which was completed as planned on the same system. The philips field service engineer (fse) inspected the system onsite and confirmed a problem with the geometry movement of the c-arm. Upon functional testing, the fse found that the bodyguard sensors were oversensitive. To resolve the reported issue, the fse repaired the bodyguard and sensor mounting plate, and performed necessary calibration. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported c-arm geometry issue didn¿t impact the completion of the procedure. The procedure was completed as planned on the same system with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a problem with the geometry movement of the c-arm. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.